Event description:
On (B)(6), 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch verio iq meter read inaccurately compared to a laboratory device. The patient reported the subject meter read "70 mg/dl more" than a laboratory device. Specific results obtained with the subject meter and laboratory device were not provided. The patient did not experience any symptoms or seek any medical attention because of the reported issue. However, this complaint is being reported because the alleged inaccuracy remained unresolved.